Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unresponsive and unreadable touch screen issues was verified, but the cracked touch screen issue could not be verified. The information will be used for tracking and trending purposes.